Event description:
It was reported that the right ventricular (rv) lead pace impedance measurements were out of range. In addition, the respiratory sensor was disabled by the signal artifact monitor (sam) device diagnostic. An automatic safety switch was bipolar to unipolar occurred as well due to the high out range pace impedance measurements. Technical services (ts) review the sam event and confirmed that the device lead safety switch was currently in unipolar configuration and no oversensing was seen. Additional information noted that a revision took place and this right ventricular (rv) lead was surgically abandoned, while the device was explanted due to a non-product performance issue. No additional adverse patient effects were reported.